Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor and corroded battery tube noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer reported that the insulin flow blocked alarm was recurring. The customer's blood glucose was 7.8 mmol/l at the time of incident. The customer was advised to disconnect from the quick release. The customer performed fixed prime and the insulin did exit. The customer was advised to reconnect at the quick release. The customer performed fill cannula and the insulin did not exit. The customer was advised to change the infusion set. The customer stated that the insulin pump alarm insulin flow blocked even after changing the infusion set. The insulin pump will be returned for analysis.